Event description:
It was reported these two abandoned leads were suspected to contribute to a lead/lead interaction, causing a low pacing impedance measurement in the active right ventricular (rv) lead. These leads were surgically abandoned. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).